Event description:
Customer reported she checked her blood glucose and it was 48 mg/dl. She checked it again immediately and it was at 190 mg/dl. She checked it one more time and it was 200 mg/dl. Customer uses a bayer meter. She was transferred to a bayer representative. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.